Event description:
It was reported the patient was experiencing ineffective stimulation due to auto-reducing. A lead diagnosis was performed and revealed high impedances across the lead. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein, the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.